Manufacturer narrative:
Additional information: per the investigator the cause of the event was due to use error where the deployment was not completing following the steps indicated in the IFU. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: it was reported that due to the mis-deployment of the main stent graft, during release of the proximal b are metal stent the stent graft was moved proximally resulting in the coverage of the sma. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received. The site assessed this event as probably related to the device and having a causal relationship to the procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for a chevar treatment of an abdominal aortic aneurysm of unknown size. It was reported that during the index procedure, an angiogram showed inadequate flow through the sma probably due to unintentional inaccurate delivery and positioning of the stent leading to partial coverage of the sma. The sma was catheterized and stented to secure patency. No additional clinical sequelae were reported and the patient is being monitored.